Event description:
Caller reported a cartridge alarm 30 with no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported similar alarms with this pump. Technical support assisted the caller in loading a new cartridge using the correct technique, and the caller successfully resumed insulin therapy. The issue was resolved.